Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 361 mg/dl and moderate ketones. Cause of elevated bg level was unknown; however customer's healthcare provider believes it may be due to a non-tandem infusion set issue. Bg was treated with intravenous insulin and saline. Reportedly, customer left the ER 13 hours later with the issue resolved and no permanent damage.